Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 402.216s, lot 8l53535: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: august 30, 2021. Expiry date: august 01, 2031. Non-sterile part 402.216, lot 317p543: manufacturing site: mezzovico. Release to warehouse date: august 06, 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned device observed signs of use at the head of the screw which would not contribute to the complaint condition. No issues were identified with the device. The dimensional inspection was performed, and it is within the specification limit. The observed condition of the device determined there were no issues with the returned device. A functional test could not be performed as the mating plate was not returned. The current and manufactured to drawings were reviewed. Dimensional inspection showed the relevant dimensions were conforming. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the device was observed to have no issues that would contribute to the complaint condition. No definitive root cause could be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional procode: hrs, ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery treating fracture of the ulna shaft. The surgeon was using the unknown 2.7mm lcp ulna osteotomy plate in question. After drilling holes for locking screws using the depth gauge, the surgeon measured the holes and found the depth gauge value was longer than the actual measurement resulting in short depth. The surgeon replaced the 16mm locking screws with 14mm locking screws. The surgery was completed without surgical delay. The patient outcome was reported as stable. There is no further information available. This report is for one (1) 2.7mm ti locking scr slf-tpng with t8 stardrive recess-16mm. This is report 1 of 4 for (B)(4).